Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of activity outside of normal use. The battery compartment and returned battery cap were found to be undamaged, free of moisture ingress, and able to properly secure during testing. During testing, the pump successfully completed the rewind, load, and prime steps in the proper sequence without any call service alarms or issues. The pump successfully completed the 24 hour duration test without any issue or call service alarms. The battery was removed and reinserted, and the pump appropriately prompted the rewind, load, and prime steps, all of which were again successfully completed without issue. The original complaint that the pump would not appropriately prompt the rewind and load steps prior to the prime step was unable to be duplicated. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The patient stated "after removing the battery the pump only required the pump to be primed instead of completing a rewind, load, and prime step". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery